Event description:
It was reported that the black power cable and black connector of the patient cable were damaged. No electricity transfer with the black power cable while connected to the power module. There was a red heart alarm and an audible signal. The system controller and the patient cable were exchanged and the alarms resolved. There were broken pins in the system controller and the patient cable connector.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of damaged to the black power cable of the system controller and activation of no external power alarms were confirmed. A review of the downloaded log file spanned approximately 7 hours (13apr22 from 08:40 ¿ 15:35 per time stamp). Throughout the entire log file while connected to batteries and the power module, the no external power intermittently activated due to atypical disconnects associated with fluctuating bus voltage on the black power cable. The alarm cleared seconds after activating each time when power was restored. The backup battery was able to provide power to the controller during these events. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms active in the log file. The returned system controller, serial (B)(6), was inspected and broken pins 3 and 4 were observed. These pins are responsible for the negative voltage in the black connector. When disconnecting the white power cable, the controller alarmed for a no external power. The controller was able to support pump function for an extended period of time. The root cause for the reported alarm was due to the broken pins in the black connector; however, the root cause of the damage was not conclusively determined through this analysis. Device history records was reviewed and showed no deviations from manufacturing or quality assurance specifications. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use (IFU) section 7-¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5-¿alarms and troubleshooting¿ explain the guidelines for power cable connectors and no external power alarms. Heartmate 3 instructions for use section 8-¿equipment storage and care¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The IFU states in the ¿guideline for power cable connectors¿ section to ¿line up the half circles inside the connectors¿ gently bring the connectors together, turning them slightly to make the connection, if needed¿ never twist connectors or pull them apart at an angle.¿ no further information was provided. The manufacturer is closing the file on this event.